Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B)(6) 2008, the patient underwent stenting in the predilated proximal right coronary artery (rca) with one xience v stent. On (B)(6) 2009, the patient experienced unstable angina and underwent revascularization in the target lesion via balloon angioplasty for in-stent restenosis using a non-abbott dilatation catheter. There was a new lesion in the distal rca, greater than 5 millimeters from the index lesion that was treated with a xience stent. The patient's condition resolved on (B)(6) 2009. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.